Manufacturer narrative:
On 10/26/2018, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2019, during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A manufacturing record evaluation was performed for the finished device 5778213 number, and no non-conformances related to the reported complaint condition were identified. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: experienced rupture and capsular contracture . This report contains supplemental information for mentor psr reference number ip-00010617. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 125cc and experienced rupture and capsular contracture baker grade unknown. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 250cc on (B)(6) 2018. This report contains supplemental information for mentor psr reference number ip-00010617.